Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 60 mg/dl. The customer was treated with starburst. The customer was advised to speak with health care provider regarding low blood glucose. The customer was advised to monitor pump. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was treated for high blood glucose with pump. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. Customer reached out to health care provider for assistance. The customer reported via phone call that she receive threshold suspend alarm. Customer's blood glucose was 99 mg/dl. Customer doesn't exhibit symptoms of low blood glucose. The customer sensor value is 60 and suspend threshold limit is 60.